Manufacturer narrative:
(B)(4). Batch # n5365e. The analysis found that one plee60a device (c) was returned in good visual condition and with an ecr60t cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4) date sent: 6/15/2016 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: the procedure being performed was a sleeve gastrectomy. After the device was fired, only one staple line on the patient side was properly formed, the other two rows were not properly formed; the remnant side was fine. It was believed to be the second firing of the device with peri-strips buttressing using an ecr60t. A second device was used and the same issue occurred with the staples on one side not being properly formed. A third device was used to complete the case without issue. The sales rep confirmed that there were no patient consequences.

Event description:
.